Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly and a constant tone. The customer¿s blood glucose was 5.0 mmol/l at the time of incident. Customer¿s parent stated that the insulin pump was constantly beeping and the buttons were unresponsive after battery change. No significant events leading to keypad anomaly and constant tone were observed and confirmed that the time was advancing. Customer reported that the constant tone continued even after a 2 hour insulin pump rest and the buttons remained unresponsive. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No frozen screen, audio/beep anomaly or button error alarm noted. Unit time/clock moved. Unit had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked j2/lcd keypad connector noted.